Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that reciproc file 6x broke during use. Outcome of this event is unknown as of this MDR and request for additional information has been made.

Manufacturer narrative:
Summary: three reciproc files r25 8/100 25mm 025 were returned (one file in loose + two unused files). The file in loose is actually broken at the tip of the active part (fatigue). No material defect was found during analysis of the rupture pattern. Nothing unusual to report was found during dhrs review (batches #1748831, #1744289 and #1749391). Unused files were evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend.